Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was hospitalized in order to evaluate whether or not a potential surgical modification of the device pocket area would need to be performed due to a pocket decubitus. There was no bacterial infection associated. However, there are other underlying patient condition issues related to device therapy optimization, and the patient remains hospitalized for monitoring before any further action is taken for cosmetic pocket modification.